Event description:
It was reported that the patient presented for a generator change procedure. Interrogation prior to the procedure noted that the right atrial lead exhibited oversensing of noise leading to inappropriate automatic mode switch. Programming changes were made to resolve the issue. The patient was stable.